Event description:
It was reported that the radiofrequency (rf) programmer head could not interrogate an implanted device. It was suspected that the cable was fractured, the physician checked the new cable and the old one at outpatient examination. The physician elected to change to a new rf head, so the rf head was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the root cause was the rf head. The cable was out of specification. Concomitant products: product ID 2090w programmer. (B)(4).